Event description:
The patient reported having experienced blocked infusion set tubing in 2006. He did not specify the number of occurrences of blocked tubing that he experienced. He also stated that he had experienced erratic blood glucose values at that time. However, he was unable to provide blood glucose values or describe the situation in greater detail. He reported a normal blood glucose range of "below 150 mg/dl." He did note that he observed elevated blood glucose when he experienced the blocked tubing. He did not describe symptoms associated with his erratic blood glucose values. He did not report requiring additional insulin or a therapeutic alternative to address his erratic blood glucose. He was unable to provide the lot number or expiration date of the infusion set tubing that had occluded. He discarded the infusion set tubing, thus no product is available to be returned for a evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.